Event description:
It was reported that (1) mcm30 was used during a groin node removal (melanoma) procedure. It was reported by the nurse that the doctor reported "scissoring of the distal ends of the clips" during each application of the mcm30. An mcs30 was brought in to complete the case without further incident. There was no consequence to pt.